Event description:
Bedside nurse (rn) changed diaper and walked to opposite side of bed (monitor side), and the monitor was alarming. This rn looked up and saw that the arterial line tracing was dampened and had negative numbers, and I immediately looked at right groin and saw blood coming from art line site. I applied pressure, and it was determined that the hummi t-connector was cracked. With the fellow, and attending doctors at the bedside we changed the t-connector piece and the safe set and re-dressed the site. There was blood loss associated with the event. This possibly contributed to a later rbc blood transfusion.